Event description:
It was a pt who I treated for painful bone mets in her foot. Grounding pads were on the post thigh and treatment site was at heel. She had a very mild grounding pad burn on the left thigh on 12-11 (day of tx). It seemed mild and we sent her home. It has since developed into a 3rd degree burn requiring debridement and a 3rd degree burn has also developed at the puncture site.